Event description:
It was reported that the patient experienced weakness and syncope/pre syncope. The patient received an appropriate shock, was hospitalized, and was treated with medication. It was also determined that the leads had apparently been implanted after the use before date. The leads remain in use. The patient is a part of the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.